Event description:
Patient contacted depuy synthes spine to report having had l5-s1 surgery in 2005 due to a fall that occurred at his place of work. Patient stated that a charite disc was implanted. The patient reported pain, loss of sensation to feet, and inability to take part in normal activities with his family. Patient reports the disc remains implanted due to risks associated with its removal and has had two rods and screws implanted to support the area. The patient has regained feeling in feet.

Manufacturer narrative:
The charite artificial disc remains implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot number is unknown. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective or preventative action is required as there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.